Manufacturer narrative:
The customer reported that the motor controller board (mc) printed circuit board assembly (pcba), power management (pm) pcba and central processing unit (cpu) pcba were replaced and the issue was resolved. The ventilator operated as expected. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 12feb2019. The product support engineer (pse) troubleshot the issue with the customer over the phone. It was found the motor controller board (mc) printed circuit board assembly (pcba) shorted at the central processing unit (cpu) connector. The customer replaced the mc pcba and unit still would not power on. The red alarm led is now flashing. Suspected the mc pcba shorted out again. The customer will replace the cpu, mc and power management (pm) pcbas to address the issue.

Event description:
The customer reported the ventilator would not power on. The ventilator was not in use on a patient at the time of the event occurred. Event date not specified; estimate used.